Manufacturer narrative:
D7a. Single-use device was added as it was omitted in the initial report. Section e initial reporter state has been added as it was omitted in the initial report. Failure to advance: based on the returned product and clinical details provided, the cause of the failure to advance is most likely due to an unintended user error as there was resistance encountered at the illiacs with excessive force applied and the dr. Alleged no device deficiencies.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section d device information is unknown. A4 is unknown.

Event description:
The complainant reported that a patient was implanted with an impella cp for mechanical circulatory support. The impella was prepped and inserted per protocol; however, the physician lost wire access. He was unable to re-advance the guidewire across the aortic valve and attempted to advance the impella without a guidewire. During advancement, the distal portion of the device prolapsed under pressure and would not straighten or advance.